Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A physician reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens (lal, sn (B)(6), +21.0d). The lens was placed in the sulcus with optic capture. The physician also notes that the temporal edge of the lens is causing uveitis-glaucoma-hyphema (ugh) syndrome.